Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to failed volume transferred comparison. Received operative and in good condition. The assignable cause for the rite failure of failed volume transferred comparison was determined to be caused by deteriorated piston foam. Baxter will continue to monitor similar reports to determine if further actions are required.